Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 15 at dose rate of 7 via an implantable pump for non-malignant pain. It was reported that the patient seen an 8476 code regarding motor stall via their personal therapy manager (ptm) a couple days ago in (B)(6) 2019. The patient had tried to change the ptm batteries but still could not get it to work because they were seeing the 8476 code. The patient did not recently have magnetic resonance imaging performed. The patient did not recently encounter a strong static magnet or other electromagnetic interference (emi) source. The patient was to follow-up with their physician to discuss the code and have the pump checked. Additional information was also received on (B)(6) 2019 from a hcp via a company representative. It was noted that a motor stall had occurred during normal use. The logs were read and a critical alarm regarding a motor stall had occurred at 7:32 am on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue was further indicated as having been unknown. The pump was planned to be replaced. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but were unknown. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.